Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported that the patient went to the emergency room (ER) and was hospitalized. Highest bg related to the incident was over 400 mg/dl. As a treatment, patient received IV and fluids of saline and insulin. Patient was released 4 days after admission. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted primary unique device identifier (UDI) number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) according to reference results complaint is (B)(4) has been evaluated. The batch 5372801 in question was manufactured at the reynosa site. The information in this complaint (B)(4) has been evaluated. The batch 5372801 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and (B)(4) guidance for functional testing for complaints area version 2 for the code soft cannula, introducer needle or steel needle was found abnormal either prior to use, during use or upon removal. Only use if a specific malfunction cannot be determined and no description about failure type complaint investigation: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Reference samples test results: on the visual inspection according to (B)(4) version 3, was performed and 10/10 samples passed the test. Functional test air flow according to (B)(4) version 2 on reference samples, 10/10 samples passed the test. A batch record review was conducted resulting in the following: packaging lot: the 5372801 was manufactured according to the wi version 95 manufactured in the line inset 3, on 15/feb/2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 11-aug-2025 against malfunction code oft cannula, introducer needle or steel needle was found abnormal either prior to use, during use or upon removal and lot 5372801 and no other complaint has been registered in database for the same lot 5372801 and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to catheter issues, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities. .

Event description:
To date no additional patient or event details have been received.